Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/20/2017 with the following findings: the display was blank and did not function. The display was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was blank and cracked. This report is made based on results of investigation completed on 03/20/2017.